Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma - late, and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; seroma; cd30 positive, alk negative alcl.

Event description:
Healthcare professional reported right side firmness and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Healthcare professional later reported double capsule, capsular contracture baker grade unknown, "seroma fluid" and "anaplastic large cell lymphoma"; the biomarkers of cd30 positive and alk negative have been reported. The device has been explanted and replaced; capsulectomy performed.